Manufacturer narrative:
The technician found that the linkage that connects all the brake caster had shifted and was out of position. The technician readjusted this base frame linkage to resolve the issue.

Event description:
The account alleged the brake casters are not holding. No patient impact.